Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks and a complete separation 81cm distal of the strain relief. There was blood in the guidewire lumen and contrast in the inflation lumen and balloon. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
Reportable based on device analysis completed on 30may2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 20mm x 3.5mm, eccentric and de novo target lesion was located in the right coronary artery. After an unknown guidewire was inserted, a 3.5mm x 8mm quantum maverick balloon catheter was advanced for pre-dilation but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, device analysis revealed a shaft detachment/separation.